Event description:
During dissection, the surgeon noted that the device was not cutting properly. Device was removed from field and a new device was obtained. It is unknown whether the new device was of the same or a different lot.